Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture. Reprogramming efforts were performed. At this time, the lv lead remains in service and no adverse patient effects were reported.